Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump was not delivering insulin accurately. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2017 with the following findings: a review of the black box showed the last bolus delivery was an 8unit normal bolus. The total daily dose added up correctly and reflected the user¿s programmed basal rates. During the rewind step a call service 078 alarm was emitted. A leak was found in the battery compartment. The history settings issue could not be investigated due to the call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.